Event description:
Medtronic received information that two months following the implant of this bioprosthetic valve, the patient presented with shortness of breath. An echocardiogram showed severe, eccentric aortic insufficiency. Four days later, the valve was explanted and replaced. Upon explant, the doctor stated that visual inspection did not reveal any issues with the functionality of the device. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection of the device indicated the sewing ring was significantly everted. The aortic wall between the non-coronary and left coronary sinuses adjacent to the ¿cut out¿ left coronary sinus were collapsed into the outflow. White multifilament sutures remained attached to the sewing ring. Blue monofilament sutures remained attached to the sewing ring. The non-coronary cusp was in the closed position. The left cusp was slightly open. The right cusp was partially open. The non-coronary left inferior coaptive area and half of the inflow margins of attachment of the non-coronary and left cusps were everted onto the same plane as the coaptive ridges of the non-coronary and left cusps, possibly resulting in incomplete coaptation of the leaflets. The aortic wall adjacent to the left coronary sinus pushed up into the belly of the left cusp. All leaflets were slightly stiff but flexible. All leaflets were intact. All commissures were intact. A sliver of glistening off white pannus remained attached to the inflow margin of attachment adjacent to the right non-coronary inferior coaptive area. A remnant of pannus remained attached to the edge of the right coronary sinus on the outflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the received information and the returned product analysis, the reported severe aortic insufficiency probably was due to the sewing ring eversion (all cusps); it caused incomplete coaptation of the leaflets and led to the aortic insufficiency. The instructions for use (IFU) cautions ¿take care not to evert (roll outward) the inflow end of the bioprosthesis when suturing the valve to the patient¿s annulus. Eversion could damage the valve tissue.¿ the IFU also states "caution: do not invert the bioprosthesis when suturing. Inversion may result in elongated suture holes, tears, and/or distortion leading to stenosis and incompetence.¿ (B)(4).

Manufacturer narrative:
Reference: user facility report number (B)(4). The device is expected to be returned but at the time of this report has not been returned to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).